Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced with a inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Additional information was received that the prothesis in the right cavernous bod was fractured, and this fracture was palpable. This device was implanted 6 years ago and the physician was able to confirm upon explant that the device was indeed a spp.